Event description:
On (B)(6) 2012, the reporter contacted animas alleging that keypad buttons have been hard to press over the last 4 days. The reported denies any trauma to pump or tears in keypad. The pump is worn in a protective case and is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 6/19/2012 with the following findings: unable to duplicate the complaint regarding the up/down/ok/contrast keys. All keys were tested and responsive. The pump was returned with the keypad torn. The keypad was removed and contamination was found under up/down/ok/contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.